Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion that was mildly tortuous and mildly calcified with restenosis of a previously placed stent (unknown type). After the fox cross balloon catheter was advanced to the lesion, the balloon was pressurized to 8 atmospheres (atms) first, then the pressure was increased up to 12 atms, when the balloon ruptured. There was no resistance reported during advancement. A new balloon catheter was used and the procedure was completed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.